Manufacturer narrative:
Kan, p., mokin, m., wakhloo, a., <(>&<)> puri, a. (2015). Techniques in distal access of wide-necked giant intracranial aneurysms during treatment with flow diversion. Surgical neurology international, 6(8), 284. Doi:10.4103/2152-7806.157797 the pipeline device will not be returned for evaluation as it remains implanted in the patient; product analysis cannot be performed. The report of pipeline foreshortening could not be confirmed; an event cause could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-00872 2029214-2017-00873.

Event description:
Medtronic literature review found a report of pipeline foreshortening after deployment. The purpose of this article was to present techniques in distal access of wide-necked giant aneurysms through illustrative cases. The article states that in case 3, the patient presented with headache. MRI and catheter angiography demonstrated a 3 × 2-cm giant left cavernous ica aneurysm. The patient subsequently underwent flow diversion treatment. To obtain distal access, a balloon was inflated within the aneurysm. This reduced the volume of the aneurysm to facilitate access to the distal limb of the parent vessel with the looped-around technique. Two peds (4.5 × 35 mm followed by a 4.5 × 20 mm) were deployed across the aneurysm with a 50% overlap. A balloon was then used for angioplasty to address malposition between the first ped and the distal vessel. Upon angioplasty, the two peds became disconnected within the aneurysm and distal access was subsequently lost. On a separate intervention, retrograde access was made to the aneurysm across the anterior communicating artery. Mca access was reestablished, and two additional peds were deployed to connect the disconnected devices. The patient was discharged two days later. The 3-month and 1-year follow-up angiograms showed complete obliteration of the aneurysm.